Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that there was not enough pressure and flow in arctic sun device. Per wo review on 27feb2023, there was no patient involvement, and the issue was found during testing of the device. Per follow-up on 03mar2023, the device would be sent to crs medical for repair. Preventive maintenance would be performed. Per sample evaluation results received on 10apr2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. During evaluation, it was confirmed that the flow/pressure issue was evident on the device. It was stated that the mixing pump was found defective. It was also stated that the fill tube was very dirty. It was noted that the fill tube and mixing pump were replaced.

Event description:
It was reported that there was not enough pressure and flow in arctic sun device. Per wo review on 27feb2023, there was no patient involvement, and the issue was found during testing of the device. Per follow-up on 03mar2023, the device would be sent to crs medical for repair. Preventive maintenance would be performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.